Manufacturer narrative:
The investigation into the reported product damage has been completed since the original report was filed. No product or sufficient clinical imaging was returned. The cause of the introducer damage issue was not determined since product was not returned and due to insufficient clinical imaging.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following insertion of the impella cp peel away sheath, the hemostatic membrane was noted to be very leaky. Therefore, another device was used. There was no reported patient harm.